Manufacturer narrative:
It was reported that a patient had an optease vena cava filter placed and experienced retrieval difficulty associated with angulation of the filter and the tip being embedded in the inferior vena cava (ivc). The patient¿s history is significant for membranous nephropathy, hypertension, nephrotic syndrome and bilateral renal vein thrombi. The filter as well as bilateral renal effusion catheters to administer tissue plasminogen activator (tpa) were placed as a result of the renal vein thrombus findings. The filter was implanted supra-renal via the right internal jugular vein. Access for the effusion catheters was obtained via the bilateral femoral veins. Approximately two days later imaging indicated a reduction in thrombus burden and an unsuccessful attempt was made to remove the optease vena cava filter due to the angulation of the filter. Of note mechanical thrombectomy was performed in the inferior vena cava for 300 seconds prior to an attempt to remove the filter. Approximately three months later another unsuccessful attempt was made to remove the filter, the medical records indicated that the removal difficulty was due to the tip of the filter being imbedded on the ivc, the filter remains implanted. The records also indicate that as a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additionally, the patient continues to experience pain in the groin and chest and anxiety. The medical records noted that the patient tolerated the index procedure and both retrieval procedures without complication. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films to review, the reported tilt, retrieval difficulty and adhesion to the vessel wall could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099-2016-00276 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal department, the patient underwent placement of optease vena cava filter on or about (B)(6) 2006. Approximately two days later, upon attempt to retrieve the filter, it was found to be tilted and embedded in wall of the intra vena cava (ivc.) As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the medical records indicates a second procedure was conducted to attempt the retrieval of the ivc filter approximately two months after initial placement. This attempt was not successful and the device remains implanted. Additionally, the patient continues to experience pain in the groin and chest and anxiety caused by the ivc filter. Originally, the patient tolerated the index procedure without complication. Additionally, both retrieval procedures were tolerated without any noted complication.